Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was not working properly, possible balloon rupture and console contaminated. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse reviewed the logs, but found no major faults or failures. There were no traces of fluid found inside the pim. The unit was functionally tested without any issues or failures. Safety, calibration, and functionality checks were performed to specifications. The iabp was released to the customer and cleared for use.

Event description:
N/a.